Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad with an intermittent keypad response, which was experienced during evaluation. An intermittent response of the "1", "2", and "3" keys was observed due to a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. Additional information: sensing intermittently.

Event description:
It was reported that a spectrum pump had keys on the keypad that were not working, which was clarified during baxter's evaluation as an intermittent keypad response. It was also reported there was no patient involvement.